Manufacturer narrative:
Without the lot code or complaint sample investigation of the complaint issue could not be performed.

Event description:
Patient is stating that the denture adhesive might or might not have caused what looks like black blood blisters on his gums. He is new to dentures and is not sure if these black spots/blisters were there before or after he began using the denture adhesive. He will speak with his dentist to find out what he should do.